Event description:
The customer reported that a leak in the cuff was discovered during pretesting efforts.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.